Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported patient effect of tissue damage appears to have been a result of procedural conditions/user technique. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported poor imaging appears to have been a result of challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. The first mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The clip delivery system (cds) (00611u142) was advanced to the mitral valve. Noted extremely difficult visualization due to the anatomy and the coaptation gap was significant. There was difficulty grasping but the clip was implanted. Another cds (01005u232) was advanced to the mitral valve; however, there was a single device leaflet attachment (slda) of the 1st clip from the anterior leaflet due to an undetermined reason. There was possible contact of the second cds with the leaflet and there may have been damage to the tissue. It was decided not to implant the cds so it was removed with the clip still implanted. Mr remains 4. The patient was sent to surgery for mitral valve repair. There was no reported clinically significant delay in the procedure. No additional information was provided.